Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. Prior to the event, the customer had fallen and hit his head. Troubleshooting revealed that the customer had delivered a bolus of 15 units at 5:08am, and another one of 15 units at 5:18am. The customer could not recall giving himself these boluses. The customer did not feel that the insulin pump was malfunctioning, and declined further troubleshooting. Advised the customer to download the insulin pump to carelink, but he was not able to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.